Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for pacer and defib functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.